Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: after cleaning and sterilization, the malleolus clasp could no longer be moved to the left or right using the little wheel. Seen in cssd, no patient consequences, no surgical delay. Visual inspection of the returned device attune em tibial ankle clamp found nothing indicative of a device nonconformance. A functional evaluation was performed on the ankle clamp m-l dial assembly and work as intended moving from left to right staying on the desire position. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune em tibial ankle clamp would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 7/28/2023. Any anomalies or deviations identified in DHR: none. IFU reference: IFU-0902-00-836 rev b.

Event description:
After cleaning and sterilization, the malleolus clasp could no longer be moved to the left or right using the little wheel. No patient consequences, no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.